Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Analysis determined the set screws had secured the lead appropriately. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during the replacement procedure for normal elective replacement indicator (eri), the right ventricular and non-boston scientific atrial lead could not be removed from this cardiac resynchronization therapy defibrillator (crt-d) device. A decision was made to surgically abandon and replace the right ventricular lead and reuse the left ventricular lead to the replacement device. The device was removed, replaced and returned for analysis. As the patient was in atrial fibrillation (af), the atrial lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.